Event description:
It was reported that the inside of the battery compartment of the meter appeared to be burnt. No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.